Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
The patient reported that the device needed to be replaced because of the battery. The device had possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.